Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. However, based off a review of the device logs it was determined the anesthesia control board required replacement which corrected the issue. A: patient information could not be obtained due to country privacy laws. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. A: patient information could not be obtained due to country privacy laws. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported an error during start up which may result in a loss of mechanical ventilation. There was no report of patient injury.